Event description:
Information was subsequently received that the physician decided not to perform a revision due to the patient's age. No adverse patient effects were reported.

Event description:
Boston scientific received information that this device noted an error message for a short circuit condition detected during shock delivery. The right ventricular (rv) lead exhibited loss of capture, high out of range pacing impedance measurements and low out of range shock impedance measurements. An inappropriate shock was delivered due to noise. The patient uses a walking crutch and it was suspected the rv lead was fractured. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The physician is deciding on the next steps. This investigation will be updated should further information be provided.